Manufacturer narrative:
(B)(4). Date of initial report: 01/16/2017. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a procedure the device locked closed and was difficult to open. There were no clinical consequences.

Manufacturer narrative:
(B)(4). One ls1020 was received for evaluation. Visual inspection found no defects. The device was returned clean with no tissue in the jaws. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The jaws opened and closed normally using the handle. The device was activated multiple times on a simulated tissue with acceptable results and visual seal effects were observed and no sticking occurred. The device was activated while pressing the button in various locations to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard each time. The investigation found the device to function normally and within specifications. Manufacturing non-conformances were reviewed. No entries potentially pertinent to the customer's report were noted.